Event description:
It was reported that there has been an impedance increase and a threshold increase on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there has been an impedance increase and a threshold increase on the right ventricular lead. It was further reported that the lead was reprogrammed from bipolar to unipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.